Event description:
During a resurgery to extend previous fusion of pedicles at l3-l4 to l2-l3, the previously implanted pedicle screw construct was removed. A piece from a pedicle screw shank broke off and was left in the pt. No adverse events or complications have been reported as a result of the broken screw shank.

Manufacturer narrative:
(Results other): the breakage of screw shank was confirmed. A 1 mm deep cut was observed at the point of breakage, which was suspected to be from the use of a sharp tool. No definite reason for breakage of the screw shank could be determined.